Event description:
The manufacturer's representative (rep) reported the system was explanted due to a surgical infection. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient had their implant removed (B)(4). The patient had been implanted with two devices, and the right side failed and got infected, so they removed it about a week after implant. Partial system explant and only the battery was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device and lines were removed. Patient said I think I did get a staph infection. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.